Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11084. The pt reported he had problems with his first ipg (device 1) and his currently implanted ipg (device 2). The pt reported, his first ipg moved around and was not implanted deep enough. It was reported, the physician replaced the ipg. It was reported, the current ipg does not help the pt with his pain. The pt reported intermittent communication with the external charger. In addition, the pt reported, the ipg had shocked him once. The pt reported, he did not want to attempt reprogramming of the system and requested the system be removed. The pt was scheduled for an appointment with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.